Manufacturer narrative:
Received one used list #42801-04, transpac¿ it monitoring kit, 72" pressure tubing, 3ml flush device, un-bonded macrodrip; lot #4475360 on november 30, 2021 for evaluation. The reported complaint of tubing end piece falls off was confirmed on the returned set. An image was provided by the customer showing the area of the defect. During visual inspection, the 60" pressure tubing was received separated from the male luer. The pressure tubing was found tacky at the bond site. The separation of the bond was due to the pressure tubing being tacky. The probable cause of the pressure tubing being tacky is due to the uv adhesive on the tubing not being fully cured during assembly process. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation, however it has not yet been received.

Event description:
The event involved a transpac it monitoring kit, 72" pressure tubing, 3ml flush device, un-bonded macrodrip and occurred at 12:00 pm that the customer reported when placing the priming pressure tubing in reach of the provider so that it could be connected to the arterial catheter, the tubing's last 14 inch end piece fell off onto the floor. The event occurred during priming, was in use for 5 minutes, and someone became aware of the issue through direct visualization. It is reported that this is not a bonding issue and the male/female part is not bonded, but this involves the male connection piece, itself, to detach. Additionally, the customer reported the tubing¿s end has a female adapter on the end and the tubing attached at the male connection is not supposed to come apart and that end has a sticky substance on it. No medication being used with the product. There was no patient involvement and no report of harm.